Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause could not be determined. A review of the complaint database and device history record could not be performed as a lot number was not provided.

Event description:
The account alleges pfa for pvi went well as the physician removed the farawave to post map physician noticed a sudden and severe drop in bp. This resulted in checking for pe. Physician found the effusion and consulted with ic who put in a drain. Once patient was stable physician finished cti line with rf.